Event description:
It was reported after the device was implanted, it was found that the device was not converting; the patient needed a higher output device. Therefore, this ICD was explanted.

Manufacturer narrative:
The analysis from the manufacturer is pending.